Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and one white spot was observed on the cassette sheeting. The picture analysis could not determine whether the white spot is a pin hole or not, only one white spot was observed on the cassette sheeting. Due to the nature of the sample, no further testing could be performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation set was damaged; further described as "pin point on the surface" (pin point size scratch). This was identified at the patient¿s home before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.